Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) read "high" (27.8 mmol/l,500 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. The patient visited the diabetic nurse where the patient received an insulin bolus through the personal diabetes manager (pdm) and the temp basal settings were changed.